Event description:
The customer reported inaccurately low blood glucose readings with the first test strips, lot #1h513a. She had the flu and was not feeling wall so she could not tell whether her blood glucose level was high or low. On 12/29/96, she opened the bottle of test strips. She immediately performed a fasting blood glucose test and the result was 107 mg/dl. That evening, she obtained a blood glucose reading of 118 mg/dl. Approximately one hour later, she was feeling worse with symptoms of nausea and thirst, and generally not feeling well. She went to the emergency room thinking her symptoms were caused by the flu. Upon arrival at the hospital, a blood glucose test was performed on the hospital with another meter. The result was 455mg/dl. This reading was very different from the reading of 118 mg/dl which she had obtained approximately 2 hours earlier. She performed a side by side comparison using her meter and the first test strips versus the hospital's meter(type unk). The results were 34mg/dl and 475 mg/dl respectively. The code was set correctly in the customer's meter. The desiccant is in the bottle of the first device. The customer does not have any normal control solution to check the strips for accuracy. She performed a check strip test on her meter and the result was within range (no specific result available). Because she did not have her meter available at the time of the call, no tests were performed with the co's representative. The customer discarded the first bottle, but is returning the second unopened bottle for evaluation.